Event description:
Ever since I awoke from 'metal fossa' -not sure of brand-, I have had nothing but pain!! Before surgery, I didn't think pain could get any worse! I was told by a clinic oral surgeon that this implant would help me by 80%, and probably would even help right side-in past had cartilage disk removed on both sides left and right, and never replaced, in 1987-. In 1993 had to have débridement, -scar tissue scraped off both sides- doctor thought it was building up inside joint & causing more pain-so that caused even more pain. Finally in 1999, had fossa put in. For over 9 yrs I haven't been able to open mouth wider than 8mms. I have been tortured by doctors, dentists, oral surgeon, etc... Ever since-they have all wanted to find out if up and down motion was caused by fossa itself or if it was my brain not allowing me to open wider. Pain is worse now than ever before. The older I get the more pain I have, including arthritis -I can now predict the weather-, I am legally disabled, I live in fear of pain getting worse, do not leave very often, never make lunch dates with family because I won't be able to keep the promise. Everything is a test of my willpower if I can even get out of bed, usually I cannot because I am always tired from lack of sleep. Dates of use: still implanted, 1999 - 2009.